Manufacturer narrative:
Additional information: evaluation summary: post market vigilance (pmv) led an evaluation of a photograph .the visual inspection of the photograph depicts a side view of the grey valve seal disengaged from the device with what appears to be mesh going through the valve seal. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: per additional information received to correct the issue and complete the case, the mesh, with the grey cap still attached, was removed through the trocar site without issue. The patient is doing well. There was no harm caused to the patient.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a laparoscopic inguinal hernia repair procedure, the gray seal popped off the trocar. It fell into the patient's cavity on the pro-grip.